Manufacturer narrative:
The following significant information become available: a getinge field service technician (fst) was sent for investigation on (B)(6) 2024. The failure could be replicated and the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another sensor panel with a similar failure was already investigated by getinge life cycle engineering. An unreliable plug connection on the digiflow mini-board led to the error.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a patient was placed on support on cardiohelp after failure to wean from bypass. After initiation of support, but prior to leaving or, the cardiohelp stopped reading flow and a message appeared on the screen indicating arterial flow bubble sensor failure. The customer called the local sales team. The customer tried two additional flow bubble sensors which did not solved the issue. The account has 3 cardiohelps, but 2 sustained water damage from a ceiling leak over the weekend. Therefore the customer did not want to use one of the water damage affected devices. Temporary flow measurements were made using one of the water damaged cardiohelps turned on and flow probe attached to the tubing. The regional team assisted in finding a back up cardiohelp from another account for use. The back up unit arrived around 3:30 on the date of event and the patient was transferred with no issues to the back up cardiohelp. Later, it was confirmed, that the reported cardiohelp with serial#90413145 was not involved in the water damage. Thus, the cardiohelp was taken out of service and shipped back to the repair depot for evaluation. The repair of this unit is currently on hold as the device is under ship hold. The device will be repaired and released to the customer. Thus, no log files could be provided and no exact root cause for the reported "arterial flow bubble sensor fail "could be determined. No exact root cause for the reported failure "arterial flow bubble sensor fail "could be determined. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor defective / disturbed - bubble sensor not plugged but recognized - connection of non-compatible sensor - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) referring to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2019-11-12. The review of the non-conformities has been performed on 2023-4-26 for the period of 2019-11-12 to 2023-04-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "arterial flow bubble sensor failure" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the water damage in the (B)(6) hospital will be investigated in complaint#(B)(4). Note: if significant information becomes available we will re open the complaint and initiate necessary steps.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that a patient was placed on support with cardiohelp after failure to wean from bypass. After initiation of support but prior to leaving or the cardiohelp stopped reading flow and a message appeared on the screen indicating arterial flow bubble sensor failure. The customer called the local sales team. The customer tried two additional flow bubble sensors which did not resolve the issue. The account has 3 cardiohelps, but 2 sustained water damage from a ceiling leak over the weekend, so the customer did not want to use either of the units. Temporary flow measurements were made using one of the water damaged cardiohelps turned on and flow probe attached to the tubing, and the regional team assisted in finding a back up cardiohelp from another account for use on this device dependent patient. The back up unit arrived around 3:30 that afternoon and the patient was transferred with no issues to the back up cardiohelp. No harm to any person has been reported. Complaint ID: (B)(4).